Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. Patient code 3191 is being used to capture the medical intervention performed for the reprogramming.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited variable shock impedance measurements of up to greater than 125 ohms. The device was reprogrammed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. Patient code 3191 is being used to capture the medical intervention performed for the reprogramming.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited shock impedance measurements greater than 125 ohms. Defibrillation threshold testing was performed in which the impedance measurements had returned within normal limits. Subsequently, the device was explanted due to a therapy upgrade. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the medical intervention performed for the reprogramming.

Event description:
Additional information was received which reported that the patient underwent a defibrillation threshold (dft) test in which the shock impedance measurements returned to within normal limits. The device remains in service. No additional adverse patient effects were reported.